Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that it took multiple presses of the wake button to turn on the pump screen. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.